Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged pump history issue was unable to be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) (589 mg/dl) and diabetic ketoacidosis. Subsequently, the customer was admitted to the intensive care unit (ICU). Customer was treated with an insulin drip, cardiac tests, and insulin injections. Customer was released from the ICU 2 days later. Reportedly, customer received cgm high alerts but alerts were not in cgm history. Additionally, occlusions occurred; but customer did not receive occlusion alarms. In addition, it was reported the pump continuous glucose monitor history was missing data. Customer declined to have pump data reviewed. Tandem technical support performed a system check and pump functioned as intended. Reportedly, the customer reverted to manual injections for insulin therapy.